Manufacturer narrative:
(B)(4). Service technician troubleshot the system and determined that the 8amp fuse was blown. The 8amp fuse was replaced with a non-inventory part which cleared the error codes.

Event description:
(B)(4). It was reported the system was beeping first thing in the morning. Mutiple error codes were displayed on the screen - 3002,3008,3064,1001-2. The incident occurred upon start-up of the device so there was no patient involved. (B)(4).